Manufacturer narrative:
The reported device was returned and evaluated against the complaint. Visual inspection confirmed the slap hammer connector is fractured from the jaw. The threads of the connector are smashed. The skid plate and one of the screws affixing it to the handle is missing and not returned. The 2nd screw is misaligned from its original position. The handle is discolored and exhibits a series of dings along one of its edges. Impact marks were observed on the t-handle. The threaded shaft of the t-handle is bent with a few mashed threads. Further analysis states that the weld surfaces appear to have regions of reduced weld thickness and as well states that it cannot be determined if the threads sheared or the weld fractured first. The failure mode for the welded region is tensile overload. Instrument has approximate field ages of 2.5 years, with an unknown number of uses. The devices show signs of repeated use and there is no indication that a manufacturing deficiency occurred. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined, it was identified that tensile overload of the welded region may have attributed to the failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a stage one revision for infected total hip with antibiotic spacer to be put in. The jaws were used to clamp down on the trunion of the stem, the slap hammer was attached to the jaws and the slap was used to try and remove the stem. The weld on the top of the extraction jaws broke and removed the threads from the jaws. Attempts have been made and additional information on the reported event is unavailable at this time.